Event description:
It was reported the device will not shut off. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis confirmed the customer comment that the unit would not shut off, the keyboard was out of specification, the off key was intermittent. Analysis also found that the interconnect flex was out of specification, that the light-emitting diode (led) flex connector was intermittent, missing segments, that the main cover was missing and that the upper and lower cases were broken. (B)(4).

Event description:
It was reported the device will not shut off. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.